Event description:
Pt reported an allegedly "leaking port." Pt stated that two weeks after the doctor performed a fill, there was "loss of restriction." Pt added that the doctor believed there was a leak after discovering that the fluid that had been injected did not hold.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pt had provided a possible future explant date during the initial report. Further info from the reporter regarding the serial number and confirmation of the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: ''prior to doing an adjustment to decrease the stoma, review the pt¿s chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction.